Manufacturer narrative:
The following information was erroneously omitted form the initial report submitted on 10/11/2019: this report contains supplemental information for mentor psr reference number ip-(B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was via mw5084596 reported that a female patient underwent an unspecified breast implantation procedure with mentor memorygel breast implants 325cc and suffered several unexplained systemic symptoms, including weight gain, diarrhea, vision changes, high blood pressure, panic attacks, depression, low potassium, joint and back pain, numbness in hands, spontaneous body jerking, vomiting and swollen lymph nodes. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices.